Manufacturer narrative:
Medwatch mw5098703. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received [mw5098703] that states: [while placing xience stent, stent displaced and required snare to retrieve. Patient was undergoing left heart cath with stent placement.] Additional reported information was received from the account reporting that the target lesion was 100% stenosed in the left posterior descending artery. A 2.5x12 xience sierra stent delivery system was advanced without resistance; however, the stent completely dislodged off the balloon inside the patient's anatomy. A snare device was attempted but the stent was not retrieved. The stent was then deployed in the mid circumflex artery but migrated and was ultimately deployed in the proximal circumflex. The procedure was completed with percutaneous transluminal coronary angioplasty only. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 100% stenosed anatomy and/or other devices resulted in compromising the stent and ultimately resulted in the reported stent dislodgement and migration. The treatment(s) appears to be related to the operational context of the procedure as an unsuccessful attempt was made to snare the dislodged stent. The stent was then deployed in the mid circumflex artery but migrated and was ultimately deployed in the proximal circumflex. There is no indication of a product quality issue with respect to manufacture, design or labeling.